Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d9 device returned to manufacturer expertise report we received for examination a pencan 25gx3 ½ needle used without blister and a new needle of the same reference in an open blister. The needles were subjected to visual inspection. On the incriminated needle, we observed a break in the cannula 25 mm from its distal end (see photos). The break area was analyzed and shows that the cannula was bent before breaking. No damage was noted on the new needle received. A dimensional check was performed. The outer diameter of the cannula was measured at several points. Nominal value: 0.53 mm ± 0.01 mm measured value on the incriminated device: 0.53 mm measured value on the new device: 0.53 mm the measurements are in accordance with product specifications. Conclusion the measured values conform to the specifications, and the break area shows deformation by bending before breaking during use. We assume there was an issue during the application process. We remind you that in case of difficulties that may be related to the patient's anatomy (e.g., high bmi), it is essential to avoid applying excessive force during insertion, as the spinal needle may bend or even break. Furthermore, contact with bone tissue may blunt or deform the needle tip. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
According to the event descritpion: a patient with chronic and complex anal fistula for several years. The patient was operated on for proctological exploration. During puncture for spinal anesthesia, when the needle was withdrawn, the last two centimeters of the needle were found to be missing: the needle had broken off, with a clean cut approximately 2 centimeters (cm) from the tip. The missing end of the needle remained in the patient. Spinal anesthesia was discontinued and the patient switched to a much heavier general anesthesia, which entailed considerable risk for the patient. Following neurosurgical advice and a CT scan, the needle tip in the patient will not be removed unless complications arise. Increased infectious surveillance. Reportedly the broken part was recovered. The patient's bmi was 25.95 kg/m² at the time of surgery. Operative time was prolonged, and the patient had to be re-operated to remove the remaining part of the needle. The introducer was in place at the time of puncture.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.